Manufacturer narrative:
Results: one customer sample was received for evaluation. Visual inspection was performed confirming defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5315521 . Conclusion: root cause is likely that a needle rack crashed during the IV lube application or the IV lube drying process.

Event description:
It was reported that a gel like substance was found on the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter on the shaft of the needle. One particular needle had a large bur on the tip of the needle. No serious injury or medical intervention reported.